Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The patient's rash was located on her back under the therapy electrode pads and under her breast. The rash was red and itchy and had some spots that were oozing but were not bleeding. The patient reported that she had a nylon allergy. The patient's physicians originally recommended a cream and prescribed a lotion for the patient to use on the rash. After those remedies did not provide relief, the patient's physician prescribed the patient another cream to use. Follow-up indicated that the rash had improved.